Manufacturer narrative:
Mml ref #: (B)(4). B2-other: suspected dural puncture.

Event description:
It was reported that the patient experienced constant severe headaches and neck pain when standing up post-initial implant procedure. The patient was prescribed norco and xanax medications to prevent muscle spasms. A magnetic resonance imaging (MRI) was taken, and no issues associated with the reactiv8 system were identified. Reportedly, the physician suspected a spinal headache from the procedure and possibly a spinal or dural puncture related to the procedure. The patient underwent an epidural blood patch procedure to address the issue. The procedure was successful, with no reports of complications post-procedure. Following the blood patch procedure, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation. The device remains implanted and functional.